Manufacturer narrative:
Investigation results: an evaluation could not be performed as the device was not returned for evaluation. A review of product history found similar reported events. A corrective action is in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this cannula in a left shoulder arthroscopy it broke. At this time, it was believed that all portions were retrieved. The surgeon was concerned about the delay time. It was reported that sometime later, the patient developed pain in the left shoulder and required another surgery. It was reported that the patient is now doing fine.